Manufacturer narrative:
During troubleshooting of the luminometer chain motor failure, the cse consulted a siemens regional support center (rsc) specialist. It was identified that motor driver printed circuit board (pcb) 2 damaged multiple resistors when the instrument was powered on. During troubleshooting, the cse observed a blown fuse, the instrument powering on and off, and computer issues. The cse replaced the luminometer interface pcb and the computer next to motor driver pcb 2. The cse reported the instrument was not grounded properly, as he experienced an electric shock when touching the instrument after powering the instrument on. The rsc specialist advised the cse to replace the main power supply. The cse replaced the main power supply and other parts including motherboard 2, the central processing unit board, the luminometer interface printed circuit board (pcb), computer, motor control 2, shuttle motor, and heater pcb. After further investigations and troubleshooting, the luminometer chain motor was still inoperable. The instrument was removed from the customer site and sent to siemens for repair. The luminometer chain motor was replaced, after which adjustments and chemistries were processed, resulting as expected. The instrument was tested and monitored after service, and is operational. The cause of the electrical shock is unknown. The system is ul certified this instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) was at a customer site servicing an immulite 1000 instrument due to a luminometer chain motor failure. During troubleshooting, the cse received an electrical shock when he touched the instrument body after powering on the instrument. The cse was not injured by the electrical shock and no medical intervention was required. There are no known reports of adverse health consequences due to the electrical shock.